Event description:
It was reported that there was an error resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
No report of patient involvement. UDI: (B)(4).legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.